Event description:
It was reported that on (B)(6) 2017, a 23mm epic supra valve implanted for a aortic valve replacement (avr) procedure. On an unknown date, a findings of aortic regurgitation (ar/as) was noted and redo avr was performed on (B)(6) 2026. A new non-abbott valve was implanted the procedure was completed. The postoperative course has been favorable. The patient was reported stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.